Event description:
It was reported that the uv flash transfer set patient connector had difficulty connecting to the locking titanium adapter when the transfer set was replaced. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).